Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the device revealed that the plunger of the device was withdrawn and there was media in the barrel of the device. There was a hair stuck to the side of the barrel using a sticker. No functional testing was performed, as no functional issues were reported for this device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation, when the encore 26 inflation device was opened, a hair was found in the syringe.

Event description:
It was reported that during preparation, when the encore 26 inflation device was opened, a hair was found in the syringe.